Event description:
It was reported that during a da vinci hysterectomy procedure, broken cables on the mega suturecut needle driver instrument were sticking out of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could cause or contribute to an adverse event, if to recur.